Event description:
It was reported that a user requested assistance connecting a libre 3+ sensor to the ilet system, experienced a scan error, and was guided through ilet and the mobile app to initiate sensor warmup, with a 60-minute warmup communicated and acknowledged. Symptoms included no reported adverse clinical effects and blood glucose levels unaffected. Outcomes included user education and successful initiation of sensor warmup without need for medical care. Investigation included customer service troubleshooting and use-instruction review to resolve connectivity and scanning issues. Investigation of this case revealed that the device functioned as designed once proper pairing and warmup procedures were followed, indicating user setup or workflow error rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use-related and attributable to adherence to operating instructions resolving the issue.